Manufacturer narrative:
Film evaluation results are: the alleged missing 3rd bifurcate aortic body stent ring could not be confirmed from the images provided. Although the majority of the 3d reconstruction images returned appear to be missing this 3rd stent ring, a single 3d reconstruction confirmed that the 12th stent up from the distal end of the right/ipsilateral limb (equivalent to the 3rd ring) was visible; e.g. Not missing from the stent graft. In addition, no missing stent rings were visible on any of the transverse, coronal, and sagittal images returned. It appears most likely that this was a 3d reconstruction error that did not accurately image the 3rd stent ring. Thrombus was seen within the stent graft beginning near the proximal margin of the bifurcate aortic body, and extending down into the flow divider. Both limbs were patent, relatively straight, and without any kinks or compression. No endoleak or any other stent graft integrity issues were seen. The cause of the thrombus seen within the bifurcate aortic body could not be determined from the images provided. This may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. A reliant balloon was used during the index procedure. No issues were observed during the index procedure. It was reported that, approximately six months post index procedure a CT revealed that the third stent of the endurant bifurcated stent graft appeared to be broken. No endoleak was observed. No intervention was performed. Per the physician, the cause of the event was unknown. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation results are: the stent is present in the CT scan. There must have been some kind of strange artifact from the rendering process with the scan viewer.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.